Event description:
The carescape b450 monitor is manufactured by ge healthcare (gehc). However, the nippy 3+ is not; it is manufactured by breas medical ltd. The customer reported that the nippy 3+ did not alarm when the patient deteriorated. The customer also requested that gehc evaluate the carescape b450 monitor to determine what alarms were provided at the 8450. A gehc field service engineer visited the customer site and tested the carescape b450. No issues were identified during testing. Gehc engineering of the carescape b450 log files showed that the monitor alarmed appropriately for the event. Gehc has concluded that there was no indication of a carescape b450 device malfunction. Gehc sent a courtesy notification breas medical ltd. To inform them of the event. Per the breas medical ltd website, the following is their contact information: breas medical ltd (B)(4), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).